Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced infection, pain, bleeding, exposure, and additional surgeries. According to the physician, the patient had minor complications when the patient was seen for her follow-up visit post-procedure. However, in (B)(6) 2009 the patient felt as if the sling was loosening and she complained of sudden urinary incontinence (sui). In (B)(6) 2012, the sling was removed. After removal, it was reported that the patient still experienced sui and urgency but it was no worse than when the sling was in. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2012.